Event description:
Cec have adjudicated that the patient suffered a non q wave myocardial infarction on the same date as the index procedure.

Event description:
During index procedure the patient had a resolute integrity drug eluting stent implanted in the lad and it was reported that a dissection occurred. Another resolute integrity drug eluting stent was implanted as treatment in the lad. It was reported that this event was possibly related to the device and the patient recovered with treatment .

Event description:
It is reported that approximately 9 months post the index procedure the patient had a suffered an mi. The patient underwent revascularization of the rca (non target vessel) and angiography of the lad one day post mi. One resolute integrity drug eluting stent was implanted in the rca during the revascularization. Investigator assessed that the event was not related to the study stent. Patient recovered with treatment

Manufacturer narrative:
Results: inherent risk of procedure (dissection). Conclusions: inherent risk of procedure (dissection). (B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (myocardial infarction). Evaluation conclusions: inherent risk of procedure ¿ (myocardial infarction). (B)(4).